Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. It was noted that the lead was returned with the helix retracted and blood visible on the helix. The lead was returned with the connector pin bent and the connector pin had to be straightened and cleaned with alcohol in order to perform tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the first lead was attempted to be implanted in the right atrial (ra) but not used due to high thresholds. The physician mapped multiple places with the lead and placed it in an area with high p-waves but was unable to get good threshold measurements. The lead was removed and a second atrial lead was attempted. The second atrial lead also had high thresholds. The physician settled on a lateral position with good measurements and implanted the second lead. No patient complications have been reported as a result of this event.